Event description:
Revision surgery - the patient was non-compliant and fell several times. The surgeon used a femoral head allograft and converted the patient from an rsp to a hemi shoulder.

Manufacturer narrative:
The reason for this revision surgery was to address trauma resulting from the patient falling after 1.75 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed three non-conforming material reports associated with this product: one was scrapped due to burrs, two parts were returned to vendor due to an oversized feature, and multiple parts were returned to vendor due to an undersized feature. A review of the product complaint report history shows this is the 82nd complaint for this part number: 17 for device loosening, 17 due to a broken screw, 11 due to dislocation, 11 due to infection, nine due to trauma, four for instability, two for dissociation, one for subsidence, one for a surgical technique not being followed, one due to osteoporosis, one for a loose joint, one for misalignment, one for malposition, one for limited range of motion, one was due to over an reamed part, one for a failed allograft, and one for a cracked/broken device. This is the first complaint for this lot number. The root cause for the trauma was due to the patient being non-compliant and falling multiple times. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.